Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient attended the initial activation appointment but was unable to hear with the device when stimulated. Further appointment will be scheduled with the surgeon to determine the next steps.

Manufacturer narrative:
Additional information: the available information from the field indicates a technical problem with the implant; however a specific root cause for the reported issue cannot be determined until a device investigation is carried out. The device is likely to be explanted in (B)(6) 2016. Should the device be received, a device investigation will be performed.

Event description:
The patient attended the initial activation appointment but was unable to hear with the device when stimulated. The patient has been put on a waiting list for re-implanation surgery which will likely take place around (B)(6) 2016.

Manufacturer narrative:
Device investigation found a damaged welded joint between the conductive link wire and the coil wire of the fmt, which is characteristic for having been inadvertently caused during handling at surgery. The damage found can explain the missing device function. As the malfunction was observed since first switch-on after implantation and review of the DHR does not show any abnormality, it is assumed that the damage to the fmt was accidentally caused at implantation, despite best care by the implanting surgeon. This is a final report.

Event description:
The patient attended the initial activation appointment but was unable to hear with the device when stimulated. No trauma was reported and the surgery was uneventful. The device has been explanted.